Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The product was not returned; however, review of the provided photo confirms the hinge was broken. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the aseptic battery housing has a damaged hinge, meaning that secure closure with battery is not guaranteed. No more information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - portugal. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.